Manufacturer narrative:
The field service engineer (fse) performed a system volume adjustment, high voltage adjustment, blank cell calibration and sample probe voltage adjustment. Calibration and qc was acceptable. No issues were identified during a review of the alarm trace data. The samples were spun for 3 minutes; this spin time is shorter than recommended. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for troponin t stat on a cobas 6000 e 601 module. Patient 1 initial result was 0.229 ng/ml. On (B)(6) 2020 the repeat result from a different e601 module was 0.010 ng/ml with a data flag. Patient 2 initial result was 0.105 ng/ml. On (B)(6) 2020 the repeat result from a different e601 module was 0.010 ng/ml with a data flag. The initial results for both patients were reported outside of the laboratory. The troponin t stat reagent lot number was 480963. The expiration date was not provided.